Event description:
Patients contracted extended spectrum beta lactamase producing e coli infection after having an ercp procedure. There is a known infection risk from this procedure and the manufacturer of the scope and the FDA are aware of this risk. Work continues with the vendor and the FDA regarding their recommendations for the cleaning process of the scope.